Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a retrograded approach. The 90% stenosed target lesion was located in an anastomotic shunt in the moderately tortuous and mildly calcified vein. After a guidewire crossed the lesion, a 6.0x40 40cm mustang¿ balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 20 atmospheres then followed by 22 atmospheres on the second inflation. However, during the third inflation at 24 atmospheres for 90 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient¿s status was stable.